Event description:
It was reported that the balloon was slow to deflate. The patient presented for percutaneous transluminal angioplasty in the iliac vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during the procedure, the balloon was too slow to deflate. The procedure was completed with the original device and no patient complications were reported.